Manufacturer narrative:
No ge service was performed. The connector requested by the customer was sent to the customer for installation. The customer has not yet installed the part.

Event description:
The customer reported the interconnect cable connector needs to be replaced. No patient injury was reported.